Event description:
According to the reporter: the surgeon stated that he applied the stapler to the tissue and pulled the handle twice. He stated that it sounded like it fired. The surgeon cut the excess tissue and removed the device. The device did not staple so the surgeon had to reinforce the area with suture. Staff looked at the stapler and fired it on the paper from the packaging (included in return). The device fired onto the paper. There was no patient injury or hazard and there was no user involvement. The device was used in the patient. No reinforcement material was used and other manufacturer products were not used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).